Manufacturer narrative:
A2: age at time of event: 18 years or older e1: initial reporter facility name: (B)(6) e1: initial reporter phone:(B)(6) device evaluated by MFR.: fg quantum maverick, mr 3.5mm x 8mm delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 44cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A microscopic examination of the balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of damage.

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 60% stenosed target lesion was located in the right lower limb. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon rod was found to be fractured. The patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 60% stenosed target lesion was located in the right lower limb. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon rod was found to be fractured. The patient was stable post procedure.